Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was not confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had a 3d image adjustment failure. The issue was observed during service/maintenance. There were no reports of patient involvement.